Manufacturer narrative:
H.6. Investigation: one 2000e-04 sample was received in sealed packaging from lot 21015724; further information provided by the customer indicates that the occlusion was observed during connection to a bau terumo syringe. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned 2000e-04 sample to a retained 50ml bd plastipak syringe from stock; no flow restrictions or occlusions were identified. A review of the production records for lot 21015724 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. CAPA#1998036 was initiated.

Event description:
It was reported that smartsite needle-free connector was clogged. This occurred on 12 occasions. The following information was provided by the initial reporter: smartsite needlefree conectors are blocked - not able to activate, not able to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector was clogged. This occurred on 12 occasions. The following information was provided by the initial reporter: smartsite needlefree connectors are blocked - not able to activate, not able to use.